Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the insertion of the blade, the surgeon hammered the inserter many times to insert the blade because the patient's bone was strong. The thread part of the impactor was broken and it was left in the patient¿s bone. The surgery was extended for 5 minutes. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed for the subject device. The subject device was received with the threaded tip broken off as complained. The investigation of the complained instrument has shown that the threaded tip was broken off due to excessive applied mechanical force during use. One of the reasons for the breakage may have been insufficient connection with the inserter. If the connection is not tight, the forces while hammering may cause the breakage of the threaded tip. The tip is fragile due to the nature of the design so needs to be handled with care. Therefore, normal wear and tear may also have led to the breakage. The device history record for this lot confirms there were no deviations to specification at the time of manufacture in august 2007. Although the complaint condition was confirmed, no product fault could be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.